Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the vio dv 2.0 integrated electrosurgical unit (erbe) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and during visual inspection/instrument detection test, the monopolar socket damage was found, confirming the fault occurred in the field. Upon visual inspection, no additional issues were found that would be related to the reported event. Fa found additional observations not reported by the customer: the unit has been received with main input socket damaged. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the monopolar instrument was not detected by the vio dv 2.0 integrated electrosurgical unit (erbe). The procedure was completed with no reported injury.